Manufacturer narrative:
¿The pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 178 mg/dl. The customer added insulin to the cartridge after it was already loaded onto the pump. Tandem technical support reminded the customer this was off label. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.